Event description:
Setting up new lines for a patient and after starting them infusing (before connecting to the patient) the pump started beeping a red alarm "system error" and stopped infusing. If the pump would have been connected to the patient, then their epinephrine and milrinone would not have been infusing. Internal rl#: (B)(4).